Event description:
The pt was undergoing a laparoscopic appendectomy in 2003. The ethicon device was placed and fired along the base of the appendix. The stapler fired, but no staples were placed. That stapler was removed from service, and a second stapler was placed; the base of the appendix was then transected. The new ethicon device fired correctly. The pt was not adversely affected in any way, and the surgery time was not extended because of the failure of the initial device.